Manufacturer narrative:
The doctor's office reported that the de-bonding of a damon q bracket caused enamel delamination. No specific details were provided on this incident, however it was stated that the tooth was repaired with composite and the patient is doing fine. The bracket has been returned to ormco corporation and an investigation is in progress. When evaluation results are available, a follow-up report will be submitted.

Event description:
On october 7, 2010, a doctor reported to ormco corporation that a patient experienced enamel loss when a damon q bracket debonded. This is the third of four reports.